Event description:
The customer reported obtaining high conductivity readings at 29.6 for the latex control involving a coulter lh 750 hematology analyzer. The customer indicated that conductivity have been adjusted multiple times within the last few weeks. There was no impact to patient results as a result of this issue. A beckman coulter field service engineer (fse) was dispatched and attempted to align the flow cell but was unable to obtain acceptable latex control results. The fse installed a new flow cell and aligned it properly to obtain latex control results which were within specifications. Failure mode is attributed to the flow cell and latron control was out high to alert the operator to an instrument problem.

Manufacturer narrative:
Results: flow cell. (B)(4).